Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that her insulin pump received a button error alarm. Customer stated that she does not recall any events leading to the alarm. Blood glucose level 152 mg/dl. Nothing further reported.